Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of an abdominal aortic aneurysm and right iliac artery aneurysm using gore® excluder® aaa endoprostheses. A pxc201200j was implanted in the left common iliac artery. On (B)(6) 2022, a reintervention to place additional stent grafts was performed as the left common iliac artery near the distal end of the pxc201200j had become dilated and aneurysmal. The left internal iliac artery had also become aneurysmal. An attempt was made to coil embolize the left inferior gluteal artery but was abandoned because of inability to cannulate the artery. The left internal iliac artery was coil embolized.